Manufacturer narrative:
Review of the DHR confirmed this device passed all previous tests and inspections. Review of product complaint history confirmed there are no other complaints associated with this device. Review of the event history log on 11/22/2023 confirmed that the pump had a battery depleted issue which triggered the battery depleted alarm during infusion. The reported issue was confirmed. The device had a battery with insufficient charge to complete the infusion.

Event description:
On 03/30/2023, infutronix received a report that a patient receiving therapy at home had an infusion pump that was stating insufficient battery with all battery bars empty. The patient returned to their healthcare facility and swapped out the infusion pump for a new one in order to complete the therapy. No doses were lost and therapy was delayed no more than a few hours. No other details were provided associated with the event.